Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right ventricular (rv) lead exhibited one undersensed event on a stored non-sustained ventricular tachycardia episode resulting in false device classified termination of episode. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the false termination of the non-sustained ventricular tachycardia (nsvt) episode progressed into supra ventricular tachycardia (svt) that self-terminated, and it was noted that the device had ventricular tachycardia (vt) and atrial fibrillation (af) therapies programmed off. It was further reported via the following clinic that the patient was admitted to the hospital three days later for an amiodarone drip and no intervention was done to the rv lead. Five days later, the patient subsequently expired, and the cause of death was not provided.